Event description:
It was reported that the patient was complaining of pain and swelling around the implant and the doctor felt it might be getting infected. Healing abutment was removed and replaced with a different size and patient was placed on antibiotic. Patient was asked to return to the clinic in 2 weeks for follow up. Patient returned 1 week later with continued pain and pus coming from around healing abutment. Patient was given a different antibiotic and was scheduled for implant removal and additional bone graft placement. Implant was removed due to an infection at the site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.